Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device alerting 113 (reduced water temperature control) and water temperature (wt) seems low. Patient temperature (pt) was 36.1c, water temperature (wt) was 34c, targeted temperature (tt) was 37.3c, flow rate (fr) was 2.8l/m, inlet pressure (ip) was -7, heater command (hc) was 100 percentage, water level was 5, system hours were 2388, pump hours were 2234. Explained to nurse how to drain water from the device and they drained 500ml. Waited a couple minutes and water temperature was rising. Water temperature (wt) was 40c.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable as the reported issue is confirmed user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device alerting 113 (reduced water temperature control) and water temperature (wt) seems low. Patient temperature (pt) was 36.1c, water temperature (wt) was 34c, targeted temperature (tt) was 37.3c, flow rate (fr) was 2.8l/m, inlet pressure (ip) was -7, heater command (hc) was 100 percentage, water level was 5, system hours were 2388, pump hours were 2234. Explained to nurse how to drain water from the device and they drained 500ml. Waited a couple minutes and water temperature was rising. Water temperature (wt) was 40c.